Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection on left side, while inserting the device into the patient the cannula was broke and a piece of plastic fall into the patient cavity and was retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection on left side, while inserting the device into the patient the cannula was broke and a piece of plastic fall into the patient cavity and was retrieved by grasper, however it was also reported that there is a possibility that a piece of plastic is still in the patient cavity.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted: that one device was received unopened in its original packaging. The second device only the cannula was received, and it was observed that the distal end of the cannula was gouged and disengaged, also the proximal end had the center partially disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the gouged and disengaged cannula tip may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.